Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Myocardial infarction is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during a proximal right coronary artery stenting procedure with a xience v stent, the patient experienced a myocardial infarction. On (B)(6) 2010, troponin was elevated. No treatment was provided. On (B)(6) 2010, the event resolved and the patient was discharged. Although requested, there was no additional information provided.